Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000452, serial lot: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, it was found that the surgery bed was pressed into the gantry cover during a spin and hit the upper louvre cover. Once the customer and manufacturer representative invalidated home, the system performed as intended for the case. Codes b01, c07, and d02 are applicable. H6) multiple annex a codes were applied to capture this event. A0508 captures the loud noise heard during the spin and a0902 captures the seemingly overlapping scans. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that while taking an initial spin, a loud noise was heard during the spin and after the scans came through, they seemed to be overlapping. They took system out into hall to invalidate home and then brought back in and re-spun the patient. After invalidating home, the scans looked as expected. There was no impact to patient's outcome and surgical delay was reported as less than one-hour.